Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is not known as the part/lot number of the wire has not yet been provided.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion. Post-procedure, after removing the devices from the patient anatomy, it was noted that the whisper guide wire was peeling. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. The investigation determined the reported peeling/sheering appear to be related to case circumstances of the procedure. In this case, it is likely that manipulation during the procedure likely resulted in the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial filed reports, additional information was provided: it was reported that the polymer came loose from the guide wire when it was being manipulated by the ¿needle¿. No foreign residue was observed in the patient's anatomy. Another device was used to successfully complete the procedure. No additional information was provided.